Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
Edwards received additional information through follow up with the healthcare provider. It was reported that this 21mm implanted in the aortic position was explanted after an implant duration of 10 years and 10 months due to calcification leading to leaflet thickened and stenosis. The surgeon felt that the valve was severely calcified for a 10 years and 10 months valve lifespan. A 19mm valve was implanted successfully in replacement. The patient developed emd (electro motor dissociation) on pod+5. No additional information was provided.

Manufacturer narrative:
H10. Additional manufacturer narrative: edwards received additional information through follow up with the healthcare provider. Supplemental report submitted to update b5 and f10. Based on the available information, the root cause of the event remains indeterminable. However, it is likely that patient related factors and the progression of the patient's underlying valvular disease pathology contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Model #: this model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. In this case, minimal information regarding this explant procedure was received and attempts to get additional information regarding the condition of the device, device return status, patient's medical history, or possible comorbidities have been unsuccessful. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that this 21mm valve implanted in the aortic position was explanted after an implant duration of 10 years and 10 months due to unknown reasons. No additional details were provided.